Event description:
It was reported that, while the patient was connected to the system monitor, the monitor displayed the pump speeds as 0 for several minutes while the pocket controller showed the speed as programmed. After the nurse removed one cable to put the patient on battery, then reconnected, the issue did not return. Upon log file review, no unusual events were identified. Additionally, the history did not indicate any alarm on the controller or the system monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor screen not displaying the pump speed, was inconclusive as no product was returned. The issue did not occur after the system monitor was restarted. The system monitor was reported to be operating properly after the restart. The customer kept the unit in use. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in mar2009. The packaged system monitor (part number 1286a) was placed into inventory on 14jul2009. The unit was shipped to the customer on 09sep2009. The unit was last serviced on 01mar2017 software version 7.32 was installed. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module) and the heartmate 3 lvas IFU (rev b p.4-3 - system monitor). No further information was provided. The manufacturer is closing the file on this event.